Event description:
It was reported that while using the kit grp a strep 30 test veritor, it gave a false positive result. There was no report of patient impact. Report 1 of 2.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positives when using kit grp a strep 30 test veritor (material#: 256040), batch number 3150180. The customer reported that they were receiving a false positive result with patient sample using the veritor analyzer. They then submitted the samples for culture and received a negative result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported that while using the kit grp a strep 30 test veritor, it gave a false positive result. Patient was treated with antibiotics. Report 1 of 2.

Manufacturer narrative:
The following fields were updated with corrected and/or additional information: b1. Type of report: adverse event and product problem. B2. Other: change in treatment. B5. It was reported that while using the kit grp a strep 30 test veritor, it gave a false positive result. Patient was treated with antibiotics. Report 1 of 2. H1. Type of reportable event: serious injury.

Event description:
It was reported that while using the kit grp a strep 30 test veritor, it gave a false positive result. Patient was treated with antibiotics.